Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the synchroseal instrument's movement was no longer intuitive. Some wires had come loose and were sticking out from the wrist section. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was able to move but would not move as commanded per the master control. The movements of the surgeon did not scale appropriately to the instrument. It was unknown if the observed movement was greater or lesser than intended. The instrument did not move in the intended direction. The timing of the instrument was appropriate with no delay. There was no injury to the patient as result of the event. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the synchroseal instrument and completed the device evaluation. The instrument was analyzed and found to have a frayed grip cable at the distal end. Some bundles of the cable were frayed, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The complaint was confirmed based on failure analysis.